Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and unsuccessful disc surgery. It was reported that the patient presented at the emergency room with symptoms of lethargy and was given naloxone. It was noted that the patient had not recently had a refill or any reprogramming and that they had not taken any oral medication. The caller required assistance on how to turn the pump off so they could see if the device was misfiring. No further complications have been reported as a result of this event.